Event description:
It was reported that the device was alerting every four hours. Follow-up with the company rep determined that the device had to be reprogrammed to eliminate the alerts, but that there was no lead issue. The rep did not know the exact cause of the alerts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.